Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed cracked yellow stripe tubing at pinch valve (vl12-b) and solenoid 62 (vl62) was not turning. The fse replaced the tubing and diluter 3 card which caused the solenoid 62 (vl62) malfunction. The fse then performed verification of instrument and the instrument was returned to normal operation. Bec requested raw data for evaluation; the customer stated that the samples that recovered a hemoglobin and hematocrit (h&h) flag were rerun on another instrument and the results verified and released. Printout for the results was no longer available for review. (B)(4).

Event description:
The customer reported approximately 10 mls of fluid leaked from the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer stated that the instrument generated hemoglobin and hematocrit (h&h) check failures, aspiration p flags and no results for platelet (0.0). There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses, and a lab coat at the time of the occurrence. There was no death, injury, or affect to user or to patient treatment attributed to this event.